Event description:
Lens was jammed could not get out. Reported & returned to supplier. Rga# [redacted], trk# [redacted]. Manufacturer response for iol, (brand not provided) (per site reporter). Issued rga# 2[redacted].